Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2020 due to an alleged infection. The following eleos implants were revised: poly spacer, tibial hinge component, and distal femur axial pin. The following eleos implants were implanted at the time and were not revised during this revision surgery: segmental stem, stem extension, tibial baseplate and cemented stem extension. No additional information regarding this event has been provided.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that would have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2020 due to an alleged infection. The following eleos implants were revised: poly spacer, tibial hinge component, and distal femur axial pin. The following eleos implants were implanted at the time and were not revised during this revision surgery: segmental stem, stem extension, tibial baseplate and cemented stem extension. No additional information regarding this event has been provided.

Manufacturer narrative:
This adverse event was not reported to onkos surgical until (B)(6) 2021. The investigation is in process. When the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs were reported for this event: #3013450937-2022-00015, #3013450937-2022-00016, #3013450937-2022-00018, #3013450937-2022-00019, #3013450937-2022-00020, #3013450937-2022-00021. The following mdrs were also submitted for this patient. These mdrs were submitted for an alleged infection and loose cemented stem that resulted in a revision surgery on (B)(6) 2021. #3013450937-2021-00329, #3013450937-2021-00330, #3013450937-2021-00331, #3013450937-2021-00332, #3013450937-2021-00333, #3013450937-2021-00334, #3013450937-2021-00335.